Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced ¿nerve pain¿ that had gotten worse since the implantable neurostimulator (ins) was placed. It was noted that the ins was removed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011. Product type: extension: product ID 3708140, serial# (b)94), implanted: (B)(6) 2008, explanted: (B)(6) 2011. Product type: extension: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011. Product type: lead. (B)(4).